Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed paint chipping, scratches and stains to the enclosure due to general wear and tear. Corrosion present at the elbow drain fitting. Crack near elbow fitting. Worn and faded line cord and old-style printed circuit board. Customer?s electrical issue was not duplicated. Liquid damage was verified by cracks in the tank cover near screw holes and crack in enclosure near drain fitting. The root cause of the electrical issue was not determined. The root cause of the liquid damage issue was determined to have been cause by a crack in the water tank near the screw holes and a crack in the enclosure near the drain fitting. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown.

Event description:
It was reported that device was not passing electrical test and had liquid damage. No patient injury reported.